Event description:
It was reported that a patient presented in the hospital due to a heart failure. Upon interrogation, it was noted that the left ventricular lead exhibited failure to capture. The lead was capped on (B)(6) 2017. Later the lead was explanted and replaced on (B)(6) 2017. The patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned for analysis in one piece measuring 27.0 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.